Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the host pc was not powering up while the rest of the system had power. A review of system log files confirmed the reported issue. The fse replaced the cmos battery of the host pc to resolve the issue and verified proper operation by restarting the system multiple times. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.